Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged fuse. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: phone number (B)(6). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. A damaged fuse was found; the cause was not determined. The fuse was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.